Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was in good condition.